Event description:
It was reported that during a troubleshooting phone call to technical services on (B)(6) 2018 during an assessment of anti-tachycardia therapy on 2 episodes of atrioventricular nodal reentry tachycardia. This was deemed to be operating appropriately however noise was captured during this assessment. More information on the outcome has since been requested and will be provided on the final report when provided. No adverse health outcome or patient harm reported.

Manufacturer narrative:
The device is expected for analysis but has not been received despite good faith efforts thus far.

Event description:
It was reported that there was noise captured on this implantable cardioverter defibrillator (ICD) device during an assessment of anti-tachycardia therapy on 2 episodes of atrioventricular nodal reentry tachycardia. The patient is programed to be treated with anti-tachycardia treatment at around 150bpm. This therapy was deemed to be operating appropriately however noise was captured during this assessment. Despite efforts no new information has been obtained in regards to the noise observed on this device. No adverse health outcome or patient harm reported. This device based on the information provided is still in service. Should updated information become available a follow up report will be provided.